Manufacturer narrative:
The complaint of a loose connection cannot be confirmed from the photograph that was provided for investigation. The photo showed one q-syte connector attached to what appeared to be a female luer adapter. Due to the poor image quality, no connection issues or leaks could be confirmed from the image. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
Too loose to connect the fluid set. (B)(6) 2026 - received an email response from complainant for information. According to the head nurse, the fluid set and the connector couldn¿t attach properly. No damage to the device. According to the report they give us, there¿s leakage that happened. Was there any damage to the patient's health? No; however, the patient had to return to the institution to perform the exam again due to the occurrence.